Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump which failed the function test 3 times and delivered 17ml and was set at 20ml per hour. This condition has the potential to cause an interruption of delivery. This condition was found in the biomed service department and occured during biomed testing while performing pm check. There was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available. The user interface module software version is colleague 2006(6.13.90).

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition was not confirmed during evaluation. The assignable cause was determined to be a defective pump head module (phm). The phm was replaced to fix the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. A device history review revealed no abnormalities discovered during manufacturing.